Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had an expose conductor wire. The procedure was completed and there was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported that the damage was first observed intraoperatively, although the specific surgical task was not provided. The cautery cable was not broken in half, with no loss of cautery and no signs of thermal damage or arcing at the site. The instrument did not collide with other tools, and the procedure was completed robotically as planned using a backup instrument. The damage did not result in any fragment falling inside the patient, there was no harm or injury to the patient, no delay to the surgery, and no photos or video are available for isi review.